Event description:
It was reported that during a scheduled surgical procedure requiring a nerve integrity monitor, the probe did not work or make any noise, when plugged in. Operating room staff tried several times to make sure it was correctly seated, yet the machine made no noise. The surgeon kept stating it was not working. It was reported that this probe was not in a box. However, a second probe that was in a box was then used and worked correctly. No patient impact was reported.

Manufacturer narrative:
Analysis results: analysis performed by device quality engineer, results: the probe appears to meet all product specifications. This complaint is unconfirmed based on this analysis. The problem could not be reproduced. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Analysis is in progress. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. This device was in an "as received condition". The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and therefore, is likely to cause or contribute serious injury if this event were to recur. Without serious injury or intervention, we are filing this report as a product problem. Device description: this device consists of a stimulator probe that is insulated with fluoroplastic up to the active tip, and has a bipolar cable ending in connectors. This device is intended for use as an intraoperative motor nerve stimulator with the nerve integrity monitor or other emg monitors. The use of paralyzing anesthetic agents will significantly reduce, if not completely eliminate, emg responses to direct or passive neural stimulation. Whenever nerve paralysis is suspected, consult anesthesiologist. Warnings: false negative responses (failure to locate nerve) may result from neuromuscular fatigue from prolonged or repeated exposure to electrical stimuli.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.